Event description:
It was reported that on (B)(6) 2012, the patient underwent an extreme lumbar interbody fusion (xlif) surgery on l4 to l5 using rhbmp-2/acs. The patient¿s post-operative period was marked by initial relief, followed by increasingly severe pain that eventually developed into paresthesias including numbness and tingling that radiated through her left lower extremity. The patient currently suffers from severe pain that begins in her lower back and radiates to her lower extremities. She suffers from paresthesias including numbness and tingling so severe that her legs give out, and she collapses. As her nerve injury has progressed, she has started to experience episodes of bowel and bladder incontinence.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.